Event description:
It was reported while using the bd intima-ii IV catheter there was leakage. The following information was provided by the initial reporter, translated from chinese: the tube wall at the end of the indwelling needle ruptured, and the liquid medicine flowed out from the breach.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2199803. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Function test (45psi leakage test) is performed on retained sample of the complaint batch. The test result is qualified, and no abnormality or leakage is found on the indwelling needle. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone (B)(6).

Event description:
It was reported while using the bd intima-ii IV catheter there was leakage. The following information was provided by the initial reporter, translated from chinese: the tube wall at the end of the indwelling needle ruptured, and the liquid medicine flowed out from the breach.